Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disc file shows that during the three episodes the superior vena cava coil lead impedance was low. Concomitant products: 5076 implantable pacing lead (B)(6) 2011, 4196 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that during the patient's arrhythmia the defibrillator did not rescue due to short circuit protection and truncated energy. External rescue was performed to terminate the arrhythmia. It was further noted the high voltage lead impedance was low. The implanted device was replaced and a new device gave the same results; truncated energy, low impedance and short circuit protection. The lead was capped and replaced. The new lead had adequate energy and impedance measurements as well as successful therapy. The second device and new lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).